Event description:
It was reported that a malfunction alarm occurred. There was no known impact on the customer's blood glucose level, as this information was not reported. The customer had already attempted to reset the pump, but the malfunction code recurred, necessitating a pump replacement. The customer was informed about the replacement, which was covered under warranty, and instructed to return the problematic pump using a pre-paid label and return box. Details about the customer¿s backup insulin therapy were not provided.